Event description:
It was reported that the pressure transducer test failed during system checkout. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system on site. The inspection revealed that the life of the patient cassette membrane had expired and the reported problem was resolved by replacing it. After replacement, the unit passed the tests successfully and is in usable condition. The device logs were not provided. Maintenance of the system must be performed with the following intervals by personnel trained and authorized by getinge, preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first. Leakage due to normal wear of the membrane in the patient cassette will be detected during system checkout. Our conclusion is that the replaced patient cassette membrane was the cause of the failure. A correction of field # d4 version or model # was required. D4 ¿ version or model # - previous version or model #: 6677200, corrected version or model #: 6888520.